Manufacturer narrative:
Additional information received identified the device as zimmer implant. Upon reassessment of the reported event, it was determined that this device was filed under the incorrect MFR number on 18-oct-19. Therefore, this report is being filed under MFR 0002023141-2019-01323. As a result, no further medwatch reports will be submitted. Please refer to MFR 0002023141-2019-01323 for follow up submissions.

Event description:
Additional information received identified the device as zimmer implant. Upon reassessment of the reported event, it was determined that the device was filed under the incorrect manufacturer site.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). PMA/510(k) number: k011028, k013227.

Event description:
It was reported that during implant (svmb13) placement, the buccal plate fractured. Doctor removed the implant and site was bone grafted. Bone loss also was reported. Tooth location 24.